Manufacturer narrative:
Correction information was provided in h.6. (On initial MDR the product code of b17 was submitted. It should have been b22 on the original MDR). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with a description of faulty legs haptic was twisted. Additional information has been requested.